Manufacturer narrative:
The heater-cooler (B)(4) is not distributed in the USA, but it is similar to heater-cooler (B)(4), which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination. There is no known patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the unit is still in use inside the or. The customer also stated that the internal tubing was replaced during preventative maintenance in (B)(6) 2016. The external tubing was replaced by the sorin group representative who installed the unit. The customer decided to return the unit to sorin group (B)(4) for deep disinfection following a meeting with the sorin group sales representative and service representative on (B)(6) 2016. The unit has not yet been returned to sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination. There is no known patient involvement.

Manufacturer narrative:
The follow-up communication with the customer reveiled that the heater cooler systems 3t were used within the operation theatres during surgeries. The provided lab test reports confirmed about the contamination of the devices with fusarium sp., nonfermenter sp, and other types of funguses and bacteria. The lab report also showed the presence of non-tuberculous mycobacterium . The device was not considered to be returned for the deep disinfection procedure due to its age. This device was taken out of service on july 26, 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.